Event description:
The patient was admitted for a procedure in 2008 with a lesion in the proximal to distal left anterior descending branch. The lesion was de novo, flexed, partially concentric and eccentric, bifurcated, and calcified. It was 75mm in length and the vessel was 3.0mm in diameter. Rotablator was conducted initially, and the lesion was pre-dilated several times. A 3.0 x 18mm cypher stent was implanted in the distal left anterior descending branch at 16atm. Next, a 3.0 x 28mm cypher stent was implanted in the mid left anterior descending branch, overlapping the first cypher, at 16atm . Finally, a 3.0 x 33mm cypher stent was implanted in the proximal left anterior descending branch, overlapping the second cypher, at 16atm. The stents were post-dilated and an intravascular ultrasound was conducted. The residual percentage of stenosis was 25 and timi flow was grade iii. Seven days post index procedure, the patient complained of chest pain. Two days later the patient went to the hospital and coronary angiography was conducted. Thrombus was observed inside of the cyphers that were implanted. Balloon angioplasty was conducted to treat the thrombus.

Manufacturer narrative:
Physician's comment: the possible cause of the thrombotic event was that the cypher stent at the distal end of the lesion at aha 6 was under-dilated due to the heavy calcified vessel. Another possible cause was that aspirin was not administered due to the patient's medical history of brain diseases. This product, presented in d4, is distributed outside the united states, but is similar to us distributed stent delivery systems. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2008-02367, 9616099-2008-02368 and 9616099-2008-02369. Additional information will be submitted upon 30 days of receipt.